Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. Reportedly, the customer primed the tubing to address the event. There was no impact to the customer's blood glucose level. Additionally, it was reported that the usb cable did not fit into the usb port. The customer confirmed that the pump was able to be charged with a different usb cable.